Manufacturer narrative:
Philips service replaced the ray pedal and tested the system, making it fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray foot-button and print button malfunctioned on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.